Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having sensor glucose versus blood glucose issues and other sensor issues. He changed his sensor a few days prior. His blood glucose was 52 mg/dl but his sensor glucose reading was 98 mg/dl. While troubleshooting, it was determined that the sensor was bent and it bent after two days of use. The customer was offered troubleshooting for his low blood glucose and he declined. He stated that he treated by eating breakfast. The insulin pump was not returning for analysis. The sensor was returning for analysis.